Event description:
The facility sent an infusion pump in to baxter where it shut on and off by itself during the evaluation. The facility's representative stated that no patient injury was reported on this pump since the last baxter service event.